Manufacturer narrative:
H10: two (2) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set were received with caps on the connectors. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the caps (pull rings) were missing on seven (7) amia automated pd cycler sets. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.